Event description:
(B)(4). I received essure from the veteran affairs in 2013 to prevent pregnancy. For a few years after the implants I was having abdominal pain, bloating, weight gain. I thought it was my lower intestines for a while until my doctor said nothing is wrong with your colon. He then asked if I noticed these symptoms around the time of my period. It never occurred to me that the problem could be the implants. I then saw a commercial about essure side affects and remembered my dr saying he had difficulty implanting my left coil. It all came together after thinking of my issues. Now I am having a hysterectomy (minus my ovaries) to remove the coils.